Manufacturer narrative:
The reported under-infusing issue was confirmed. The device was found to have a flow rate accuracy of (B)(4), which was outside of the (B)(4) specification. In addition, the device failed the (B)(4) psi pressure test. The device was repaired, recalibrated, and tested to meet all specifications on (B)(6) 2017. The pump periodic preventive maintenance (pm) interval recommended by zyno medical in the instructions for use (IFU) is one year. Our company records indicate that the last pm performed by zyno medical for this pump was on (B)(6) 2011.

Event description:
The user reported that the device under-infused for (B)(4). The event date was (B)(6) 2017. No patient was involved in this case.